Event description:
The customer stated that a sample generated an initial (B)(6) axsym core result of (B)(6). The sample was repeated with a (B)(6) result. It was run again and a (B)(6) result was generated. Another sample from the patient was tested in duplicate and (B)(6) results were generated. There was no report of impact to patient management.

Manufacturer narrative:
This issue was previously reported under manufacturer's report number 1415939-2012-00141 under a different suspect device. (B)(4). A field service engineer (fse) was dispatched to the account. The fse performed system maintenance and identified the sample syringe valve was not functioning properly when performing the pipette check. The valve was replaced and the check passed. The axsym system operations manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.